Event description:
It was reported the patient presented with an infection and there will be a revision surgery performed to replace the implant.

Manufacturer narrative:
In a follow-up, the sales rep received the information from the surgeon that the infection is procedure related. And that the patient has pre-existing conditions that influenced the reported event (infection). The device was not removed. H3 other text : not available.

Event description:
It was reported the patient presented with an infection and there will be a revision surgery performed to replace the implant.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.